Event description:
Pt was revised due to fracture of the patella poly caused by poly wear. Slight wear was evident on the insert.

Manufacturer narrative:
The exact date of the primary surgery is unk. Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.